Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted, and patient was doing well postoperatively. The explanted ipg was not returned due to hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred over the past few months base on the date the manufacturer became aware of the event.